Event description:
A user facility biomedical technician (bmt) reported the blood pump rotor heads have teflon swivel posts attached to the rotor as line guides. The rotor posts have been coming loose and snagging into blood lines. Patient lines were snagged, causing blood loss via torn lines. The estimated blood loss (ebl) was unknown. Additional information was requested but was not received to date.

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility biomedical technician (bmt) reported the blood pump rotor heads have teflon swivel posts attached to the rotor as line guides. The rotor posts have been coming loose and snagging into blood lines. Patient lines were snagged, causing blood loss via torn lines. The estimated blood loss (ebl) was unknown. Additional information was requested but was not received to date.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. Complaint investigation found objective evidence indicating a product problem, thus the complaint is confirmed. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. As a serial number could not be determined, device history and manufacturing records could not be reviewed.